Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and noticed that there was only 1 battery in it. The battery showed a full charge while plugged into power. Once the unit was unplugged for approximately a minute, the battery level dropped to 1 bar. The fse ordered replacement batteries and later returned to replace them in the unit. The fse then plugged the unit in and completed diagnostic and performance tests to verify that the batteries would charge. The fse confirmed that the batteries were charging correctly. The iabp unit was approved for clinical use and returned to the user.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was not charging while in the cart. It is unknown under which circumstance the event occurred. However, there was no patient involvement and no adverse event was reported.